Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400mg/dl due to a lost sensor alarm. The customer treated with insulin. Customer indicated that they have had insertions and adhesion issues with the sensor and bent cannulas. Customer indicated that their doctor has not been contacted and their blood glucose value was 250 mg/dl at the time of the call. Troubleshooting was performed and customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. No further assistance was necessary.